Event description:
It was reported that the prostar device would not advance over the guide wire during attempted suture placement in the left common femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 7f and the vessel was mildly calcified. A second prostar device was used for successful suture placement. The arteriotomy was upsized to 18f. The aaa procedure was completed and hemostasis was achieved with the sutures of the second prostar device. It was reported that a cuff miss occurred during attempted suture placement in the right common femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f and the vessel was mildly calcified. Two additional proglide devices were used with the same results. The arteriotomy was upsized to 9f. The aaa procedure was completed and hemostasis was achieved using a starclose device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide, prostar, and starclose devices. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that the right and left common femoral arteries were mildly calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The prostar and the additional proglide devices referenced are being filed under separate medwatch MFR numbers.